Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after a percutaneous transluminal angioplasty interventional procedure using a small-bore artery (= 8f) sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An analysis was performed on the returned device. The failure to cycle was confirmed as a material separation of the link. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely a material separation of the link occurred during step 3. The reported difficulty and subsequent treatment appear to be related to an interaction with patient anatomy or suture/ link pulled until it breaks contributed to the reported suture retrieval issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after a percutaneous transluminal angioplasty interventional procedure using a small-bore artery (= 8f) sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, device analysis noted a posterior foot break and the separated foot was not returned. Per the site, the detached foot was discarded. No additional information was provided.